Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: r2290 analyzer. (B)(4).

Event description:
It was reported the programmer was returned for repair. Followup information received indicates the programmer froze up and the representative could not get it to work. It was making a beeping noise and the representative was unable to reboot it. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.